Event description:
It was reported that using a femoral approach during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, de novo concentric, proximal to mid right coronary artery (rca), after pre-dilatation the 3.0 x 33 mm multilink 8 stent delivery system (sds) was delivered toward the lesion over a non-abbott guide wire. It was noted that the non-abbott guide wire became stuck with the sds and the devices had to be removed as a single unit. Outside the anatomy, the sds distal shaft was noted to be separated. A second multilink 8 sds was used with some resistance over a different non-abbott guide wire and delivered to the lesion. It was noted that the sds balloon did not inflate when pressurized. The device was removed with some resistance and outside the anatomy the balloon was noted to be ruptured. A third 3.5 x 33 mm multilink 8 sds was successfully used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: grandlam; guide cath: launcher7f. Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. The reported difficulty to position and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional multi-link 8 referenced is being filed under a separate manufacturing report number.